Event description:
A customer contacted beckman coulter inc., (bec) to report a leak coming from behind the unicel dxi 800 access immunoassay system where the drain is. The customer is not questioning any patient results. The customer states they have a hazardous exposure policy in place. The customer did not report an effect to patients or end users in association to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced liquid waste pump tubing inside the pump and cleaned pump module and bottom left half of the instrument. Hardware is the root cause for this event. Bec internal number: (B)(4).